Event description:
The patient reportedly was experiencing intermittencies and sound quality issues, followed by loss of lock. It was informed that the patient had an impact at the head in (B) (6) 2009. Programming adjustments were made and external equipment was exchanged; however, this did not resolve the issue. The patient's device was explanted and the patient was reimplanted with another advanced bionics cochlear implant.